Event description:
¿Available information: medical providers attempted to deploy the bravo capsule during procedure. There were two failed attempts, thus requiring the need for a total of 3 bravo systems before achieving successful deployment. Lot #64073f.¿